Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that right after her surgery to replace her implantable neurostimulator (ins) (due to normal battery depletion), the patient felt surges of vibration. This issue occurred on (B)(6) 2017 and the patient stated that the vibrations were gone at the time of the report and she was healed from the implant surgery. There were no further complications reported or anticipated.